Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found conductor wire insulation was retracted. The wire was not fully broken. The instrument passed the electrical continuity test. Components adjacent to this wire did not show damage. Additionally, the instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.015¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire was found damaged after reprocessing. The wire was exposed due to the damaged insulation. There was no loss of cautery noted and no thermal damage observed. There was also no arcing observed.